Event description:
While performing bench service for the device, an authorized bench technician discovered that the pins on the battery pca were stuck in the pushed in position. There was no patient involvement.